Event description:
The patient has had repeated dislocations requiring re-revision surgery.

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This event occurred in (B)(6).

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.